Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the computer for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer for the navigation system has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the navigation system became unresponsive without prompt from the user. The reported issue occurred while progressing through the menus in the cranial application software. No additional information was provided. There was no patient present when this issue was identified.